Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the charging ability but did not cause the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.